Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic, an alert for upper out of range high voltage lead impedance was observed. Isometrics testing found normal electrical measurements. The patient will continue to be monitored.

Manufacturer narrative:
The reported field event of high hv lead impedances were confirmed in the laboratory via review of device image. The device was tested on the bench and no anomalies were found.

Event description:
New information received states the device was explanted and replaced. No further information is available.